Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector (j2) on lcd board unlocked. Unit was received with broken battery tube threads, stripped battery cap (p) at coin slot area, cracked reservoir tube lip and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.